Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg due to its location. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.